Event description:
The customer reported that the x-ray switch stuck, producing uncommanded x-rays. The emergency stop feature was engaged to terminate the exposure. This occurred inside of a pt case. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray switch was replaced. The system was then found to be operating as intended.